Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00023.

Event description:
It is reported the surgeon was not happy with the design of the custom implant. It is reported the surgeon felt the implant was too curved and still not flat enough. More information was requested and has yet to be received.

Manufacturer narrative:
The product identity was confirmed by the device history records (DHR). The complaint is that the bars were too curved. There are no indications of manufacturing defects based on the DHR. The design engineer overlays a bar shape and a range of sizes onto a CT scan slice to design the bar. The size of the bar is dependent on the location of the CT scan slice. If the surgeon places the bar in a different location of the CT slice, the bar may not fit as expected. The surgeon was given confirmation scans to approve and pick what bar length to use. The complaint could not be verified as there are no post-op scans, or intraoperative pictures available. The most likely underlying cause of the complaint is surgeon preference as the surgeon reviewed the design and picked the bar lengths. The instructions for use state, ¿the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required.¿ this is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00023-1.